Manufacturer narrative:
Olympus (B)(6) incorporated (oci) received the colonoscope for evaluation. The evaluation did not find any problems that would likely contribute to the patients' outcome. Oci representatives contacted the user facility multiple times in writhing and site visit in an attempt to obtain more detailed info regarding the reported events but with no result. This report will be supplemented if additional and relevant info is received at a later time. Cross reference MFR report number: 8010047-2013-00332.

Event description:
Olympus was informed that the colonoscope was used on two patients and both patients sustained bowel perforation. No further details provided.